Event description:
During routine inspection performed by our distributor in a foreign country, a particle was evidenced on the outside of the graft. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
An examination of the complaint device under magnifying glass was performed, and confirmed the presence of a small particle on the outside surface of the graft. This small particle should have been evidenced during primary packaging operations. This is therefore a human error. During an internal quality meeting, primary packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.